Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring was not working. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The bench service engineer (bse) determined that the navigation ring needed to be replaced. Device repair is pending.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Manufacturer narrative:
The bench service engineer (bse) replaced the front bezel with navigation ring to the front bezel without navigation ring and completed the testing and verification procedure for the ventilator. The devices factory settings were restored. The necessary verifications were completed to certify the restoration of the conditions prior to the device issue.